Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: investigators were unable to duplicate the original battery life complaint; the black box data from the date of the original complaint has been overwritten. The review of the current black box data showed no evidence of a short battery life issue. The pump electrical current draws were tested and were noted to be within specifications. Unrelated to the original complaint, the battery cap threads were damaged and the yellow o-ring was elongated. As a result, the pump was unable to maintain an electrical connection with a returned battery cap. A test battery cap was used for all testing steps. During testing, the pump was continually losing prime. Force sensor calibration readings were low and the force sensor resistance was elevated. Further inspection revealed contamination inside the force sensor housing. There was no evidence of cracked force sensor traces. Upon removal of the pump case, no loose components were noted internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.